Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis and the deployment difficulty was able to be confirmed. Based on a visual and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported failure to deploy and failure to rotate the thumbwheel appears to be due to the shaft separation; however, a conclusive cause for the shaft separation could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity and moderate calcification in the external illiac artery. The absolute pro was advanced successfully and placed at the target lesion. The lock was unlocked with no issues; however, the thumbwheel would not rotate and the stent did not deployed. Multiple attempts were made to move thumbwheel, but were unsuccessful. The device was withdrawn without resistance and the stent was confirmed never to be exposed in the anatomy. A new absolute pro was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the outer member was separated and the stent was partially exposed.